Event description:
A small piece of the vapr,coolpulse electrode fell off inside of the patient's knee, the piece was removed and the surgery proceeded without any other problems. Electrode and the small piece were saved and sent to risk management